Event description:
A ventilator was returned to the manufacturer for a annual pm. The device was checked by a philips service engineer. During the evaluation, the device failed a test step. The aecm and 3- way solenoid valves were replaced to address the reported issue.